Event description:
Home pt's (hp) contacted baxter's technical service center for assistance regarding solution that was noted under the homechoice machine used during treatment. Reportedly, hp noticed solution coming out of the top of the pt line of the homechoice set during the prime cycle prior to home pt's homechoice treatment. In speaking with hp, it was discovered that during hp's prime cycles home pt has been stacking supply bags on top of home pt's heater bags which would force solution out of the top of the pt line during the prime cycle. Co staff person advised hp against stacking home pt's bags during prime to resolve the issue. No pt injury or medical intervention was associated with this incident per hp.